Event description:
In 12/88, rptr had implant surgery done for augmentation of her breasts. She was 40 yrs old at that time. Implants are silicone and gel filled. She recently read that her dr hought up on charges for border hopping. His office is now closed and she cant get any more info about her implants. Last year she wrote to a legal firm involving a class action suit3 but they informed her that since she wasn't having physical problems she couldn't be represented. Recently, she's had arthritis develop and some, joint problems. She really doesn't know if it's the implants or just part of growing older.